Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06880. It was reported that the patient presented in-clinic. The patient had complained of diaphragmatic stimulation in (B)(6) and an x-ray was completed to reveal that the left ventricular lead was dislodged and the right atrial lead had lost lead slack. On (B)(6) 2020, the patient presented for a lead revision procedure. The left ventricular lead was explanted and replaced and the right atrial lead remained implanted. The patient was stable.